Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges surgical intervention however, no details are provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of a bard/davol perfix plug. Ni/ni/ni--patient underwent additional surgical intervention. The patient underwent additional surgical intervention. Attorney alleges patient experienced emotional distress due to the defective device.